Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the tubing was disconnected from the pump head assembly connector and tube connector sleeve. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sterile repeater pump tube set leaked during use with a baxter repeater pump. The reporter stated that the tubing separated in the pump ¿at the junction of the fatter tubing (in the pump) and the blue part¿. This occurred during compounding of a baxter elastomeric pump. There was no patient involvement. No additional information is available.